Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the transection of distal gastric on a laparoscopy-assisted distal gastrectomy, the surgeon transected the gastric as usual but firing suddenly ceased. The surgeon was able to press the green button and squeeze the handle but the stapler was unable to fire. They changed the device to complete the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. No visual abnormalities were noted. The eeprom (electrically erasable programmable read-only memory) was uploaded and indicated 2 autoclave cycles for the adapter. A pmv representative sulu (single use loading unit) was inserted onto the adapter with a pmv drive handle and battery. The green light signaling the attachment of the adapter illuminated indicating that the adapter was recognized. The reload cycled properly and was applied to test media where it was able to apply the staple line and transect the media without difficulty. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.